Event description:
The nurse of a male patient contacted lifecor customer support to report that the patient's monitor would not come back on. The patient was currently monitored by hospital telemetry. He had taken the device off to go to dialysis. Upon returning he could not get the device to come back on. The nurse stated that one of the pins inside the monitor was bent and that the battery pack would not go all the way in. The territory manager replaced his monitor and both battery packs.

Manufacturer narrative:
Monitor - 11/2007. Battery pack - 09/2007. Battery pack - 09/2007. Device evaluation summary: device evaluations of monitor, battery pack, and battery pack have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector . The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were found to be fully functional. The battery packs were restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor and replacement battery packs.